Manufacturer narrative:
Additional information: patient identifier: (B)(6). Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 173715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000/ lot 173715 and device part number 195-430h / lot 167246. The lot met the required release specifications. (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. Reference related MFR. Report numbers: 1221359-2022-04568 through 1221359-2022-04758.

Event description:
The customer reported one hundred ninety-one (191) false negative results with the binaxnow covid-19 ag card occurring in the month of jun2022 performed on multiple patients. This MFR. Report addresses result ninety-six (96) of one hundred ninety-one (191) and lot number 173715 (quantity 9). The patient tested negative with the binaxnow covid-19 ag card on a nasal swab sample on (B)(6) 2022. Confirmation testing was performed within 48 hours molecular testing (pcr or lamp) using a sample obtained at the same site on the same day and generated positive results. The patient was reported to have been symptomatic and not known to be covid-19 positive at the time of testing. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per the customer no additional information will be provided on the false negative results or individuals tested. Per the customer, routine testing was being performed at community organizations (non k-12 schools, non long term care facilities) and the ag cards have been functioning as expected. The customer did not allege a malfunction of the device and confirmed this is routine reporting per the binaxnow covid-19 ag card instructions for use (IFU).